Event description:
It was reported that carelink showed an alarm for low impedance on the high voltage portion of the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance was found as one patient alert for hvb-hva lead impedance was 3 ohms on (B)(6) 2010 03:00:06. Weekly high voltage measurement log data shows low impedance for max hv-can over the range 29 to 23 ohms minimum between (B)(6) 2009 and (B)(6) 2010.